Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported the patient enrolled in a clinical study and underwent a right total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately two months post-implantation due to infection. All products were removed and replaced with antibiotic cement spacers. The patient underwent a reimplantation procedure approximately two months later. The surgeon noted that a contributing condition to the reported event was a haematoma after prolonged walking. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Medical products: vanguard e1 ps tibial bearing 79/83x10, catalog # ep-183660, lot # unknown. Biomet series a patella std 37 3 peg, catalog # 184768, lot # unknown. Biomet cc cruciate tray 79mm, catalog # 141235, lot # unknown. (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04710, 0001825034-2017-04711, 0001825034-2017-04712.

Event description:
It was reported in the clinical study that the patient was revised due to sepsis. No additional patient consequences were reported.